Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural pain ("I was in excruciating pain"), procedural haemorrhage ("I had internal bleeding"), endometriosis ("I developed endometriosis"), menstrual disorder ("periods to be so horrible") and pain ("pain goes down my leg and up my back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, procedural pain, procedural haemorrhage and pain outcome was unknown and the endometriosis had not resolved. The reporter considered endometriosis, menstrual disorder, pain, procedural haemorrhage, procedural pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, procedural pain, procedural bleeding, menstrual disorder, endometriosis, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she perforated my uterus') and procedural haemorrhage ('I had internal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), procedural pain ("I was in excruciating pain"), procedural haemorrhage (seriousness criterion medically significant), endometriosis ("I developed endometriosis"), menstrual disorder ("periods to be so horrible ") and pain ("pain goes down my leg and up my back "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, procedural pain, procedural haemorrhage and pain outcome was unknown and the endometriosis had not resolved. The reporter considered endometriosis, menstrual disorder, pain, procedural haemorrhage, procedural pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-uterine perforation, procedural pain, procedural bleeding, menstrual disorder, endometriosis, pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.